Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that during use with bd¿ tuberculin syringe the plunger was loose. The following information was provided by the initial reporter: bd company , my partner and I are intravenous drug users and have been for a long time , and never in our whole time as users have we ever had an issue with your 1ml syringes until recently. We had a batch of your syringes that were faulty in a major way, they caused so much damage to our arms and veins due to the plunger being to lose, it wouldn¿t jack back so we constantly thought the needle wasn¿t in. We didn¿t realise it was the needles until we went and got different ones from somewhere else. You have no idea the damage we have inflicted on ourselves due to your syringes. Jabbing ourself 10,20,30 times swapping to new ones in the process. How can you let bad batches like this out to the public .? It¿s embarrassing it¿s disgusting it¿s draining and stressful , but I bet your just thinking ¿ oh we¿ll just another junky¿ we are clean respectful law abiding people and using your syringes has made us feel like junkies , which we are not . We are that disgusted and upset by this that we are considering seeing a lawyer, we have taken photos of our arms and the needles just in case we decide to seek legal advice . We believe you are liable for the damage done due to your faulty syringes. I wonder how many other people this has affected. I look forward to your reply thank you **name removed.**

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd¿ tuberculin syringe the plunger was loose. The following information was provided by the initial reporter: bd company , my partner and I are intravenous drug users and have been for a long time , and never in our whole time as users have we ever had an issue with your 1ml syringes until recently. We had a batch of your syringes that were faulty in a major way, they caused so much damage to our arms and veins due to the plunger being to lose, it wouldn¿t jack back so we constantly thought the needle wasn¿t in. We didn¿t realise it was the needles until we went and got different ones from somewhere else. You have no idea the damage we have inflicted on ourselves due to your syringes. Jabbing ourself 10,20,30 times swapping to new ones in the process. How can you let bad batches like this out to the public .? It¿s embarrassing it¿s disgusting it¿s draining and stressful , but I bet your just thinking ¿ oh well just another junky¿ we are clean respectful law abiding people and using your syringes has made us feel like junkies , which we are not . We are that disgusted and upset by this that we are considering seeing a lawyer, we have taken photos of our arms and the needles just in case we decide to seek legal advice . We believe you are liable for the damage done due to your faulty syringes. I wonder how many other people this has affected. I look forward to your reply thank you **name removed**.